Event description:
Reportedly, the patient has only 4 active electrode channels. The impedances were reportedly stable for several months until this recent decline. Patient is bilaterally implanted and has access to sound.

Manufacturer narrative:
(B)(4). Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
In situ measurements state only 4 active electrode channels. Since (B)(6) 2014, a gradual increase in the number of electrode channels in status hi was noticed. Patient is bilaterally implanted and has access to sound. Re-implantation took place on (B)(6) 2015.

Manufacturer narrative:
According to the currently available information, it appears there is a problem with the active electrode. To determine an exact root cause a device investigation at the explanted device is necessary. Further investigation will be conducted when the device is explanted and received at headquarters.

Event description:
In situ measurements state only 4 active electrode channels. Since (B)(6) 2014, a gradual increase in the number of electrode channels in status hi was noticed. Patient is bilaterally implanted and has access to sound. Re-implantation is being discussed with the surgeon.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.